Event description:
The pt service rep assisting a (B)(6), male, pt, contacted zoll lifecor customer support to report that the pt's one battery wasn't lasting a full 24 hours. The pt received a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery not holding a charge) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.